Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net in backup vvi. The patient visited the clinic for further troubleshooting. Upon interrogation, the device required a download which was successful. The device returned to normal functionality. Patient will be monitored normally.